Manufacturer narrative:
This product is registered as a combination product. Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of undersensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed a cardiac perforation of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d10, h3, and h6 the reported events were undersensing and perforation. As received, a complete lead was returned for analysis. The reported event of undersensing was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The helix was clogged with blood, but after cleaning, the helix was able to retract and extend. The full helix extension length was within specifications. The tip stiffness test was performed and the test results were within specification. Visual analysis did not reveal any anomalies with the exception of procedural damage.